Event description:
Event description boston scientific received information that this cardiac resynchronization therapy device (crt-d) was explanted due to elective replacement indicator (eri). In addition, boston scientific received information that the physician expressed concern regarding the device's longevity.